Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb). The unit then passed all performed testing.

Event description:
It was reported that the ventilator had a "vent inop" condition with an ac switch stuck error. The ventilator was not in patient use at the time.